Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had required validation.the customer stated that this malfunction impacted patient care in receiving medications. However, there were no delays or adverse events or injuries reported based on this event.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, a technical support specialist (tss) instructed to customer that need to contact pharmacy for the require validation and confirmed that issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had required validation. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no delays or adverse events or injuries reported based on this event.